Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. (B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy performed on an unknown date. According to the complainant, during the procedure, all images cuts off during angulation. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy performed on an unknown date. According to the complainant, during the procedure, all images cuts off during angulation. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. Device code 1304 captures the reportable event of center image lost. A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and all images cut off when angulated due to an internal wiring failure of the charged couple device (ccd). The ccd was replaced to resolve the issue. The reported issue was confirmed. The cause of the reported failure is due to ccd failure. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.